Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, all three leaflets were dehydrated, appearing shrunken, stiff and translucent-like in appearance. Customer report of stenosis was confirmed through visual observation and x-ray. Minimal to heavy calcification was observed in the cusp areas of all three leaflets. Minimal to heavy calcification was observed in the free margin of all three leaflets. Calcification restricted mobility in the leaflets, leading to stenosis. A tear was observed near commissure 1 on leaflets 1 and 3; calcification was observed near the regions of the tears. Incidental findings related to explant include wireform distortion of all three commissures and exposure of commissural wireform. Method: x-ray. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent a valve explant after an implant duration of seven (7) years, eleven (11) months due to prosthetic aortic valve stenosis secondary to calcification. This was excised and replaced with a 23 mm pericardial bioprosthesis. There were no perivalvular leaks post-operatively and the patient was brought to the intensive care unit in critical but stable condition.